Event description:
It was reported that the left ventricular lead showed signs of apparent dislodgment. There was unacceptable threshold when measured from tip to ring. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.